Manufacturer narrative:
It was identified that this is a duplicate complaint from an already reported complaint. The investigation will be addressed in philips reference: (B)(4). This complaint will be closed as duplicate. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system displayed the following error message: low load, tube anode error. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.